Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when creating sleeve during laparoscopic sleeve gastrectomy, the handle broke and the reload did not fire completely, poor staple formation was also observed. It was also noted that the device locked on tissue but was removed when pulling the black knob. This resulted to extended surgical time of more than thirty minutes. Another handle was used to complete the case. There was no patient injury.